Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has high impedance. Additional information received noting that the patient was scheduled to undergo surgery due to high impedance, ~6,000 ohms and that the patient underwent x-rays. Additional information received noting that the patient is doing well despite having high impedance and the patient's mother is hesitant about getting a replacement since the patient is currently doing fine. Ap and lateral chest x-rays were received and reviewed. The generator appears to be placed between the 5th and 6th anterior rib. The connector pins can be seen to be fully inserted. The filter feedthru was confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. There appears to be one tie-down present, and it is not placed per labelling as there should be a total of 3 tie-downs. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.